Manufacturer narrative:
(B)(4). Additional information has been requested.

Event description:
When the patient sneezed or coughed, he "feels electrical snap" at the top of his shoulder that radiates to brain, behind jaw/ear on left side. This occurred while the stimulation was turned on and off and started 2 months ago, but worse in the last week. He experienced a burning sensation at ins which preceded the electrical snap. He was seen in (B)(6) by company representative/physician regarding the burning but has not been seen since. The device helps him considerably. He was home from the ER. He turned off his device with the ER doctor present to see how he would feel. He still felt the "shocking" but not as bad. The device was turned on again. His spasms resulted in inability to eat or drink without feeding tube, something he has been experiencing since implant. He experienced weight loss: (B)(6). He was unsteady and falls a lot. His stimulation has been off since being seen in the ER. The brain zaps stilled occurred despite stimulation being off. Caller wants to know if he can turn ins back on. He had an appointment to meet the company representative on (B)(6) 2011. The stimulation "is burning my brain' which was due to the "snap" he felt in (B)(6). He experienced an overstimulation sensation. The "snap" started in his left shoulder and he felt stimulation in his brain and face. His eye "droops". This event happened when the ins battery was low and following strenuous activity or exercise. He saw the company representative and the stimulation was turned back on and he immediately felt stimulation in his "brain". He wore a (B)(6) after that appointment and the "snap" occurred less frequently: only happened "4 times" instead of "40". He was at home in fair condition.